Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inappropriate cardioverter-defibrillator discharge continues to be a major problem in clinical practice." Cardiology journal. November 17 2009;16(5):432-439.

Event description:
A journal article was reviewed that contained information regarding multiple icds. Multiple patients and multiple failure modes were noted in the article, however a one to one correlation could not be made with unique device/serial numbers. The article included the following failure modes: inappropriate ICD therapy, lead damage, ICD malfunction, oversensing, svts, and muscle stimulation. The article states that "most cases of inappropriate therapies were due to atrial fibrillation or flutter." Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Event description:
Additional information obtained through follow up with the author indicated that none of this manufacturer's implantable cardioverter defibrillators (icds) had malfunctioned; they all were replaced due to elective replacement indicator (eri) per the author.